Event description:
Previously reported as suspected j retention wire fracture. New info indicates the lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation.